Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon first inflation at 15 atmospheres for 20 seconds. The balloon was completely removed within the catheter from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood and media were present inside of the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located approx. 5mm distal from the proximal marker band. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the blades. All blades were present and secure in their pads. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no issue with the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon first inflation at 15 atmospheres for 20 seconds. The balloon was completely removed within the catheter from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.